Manufacturer narrative:
The power supply board was replaced to repair the bed.

Event description:
Information received indicates none of the bed functions work due to fluid ingress onto the power supply board.